Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Three images were received from the field; all of the images showed a deformation outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Three images were received from the field, all of the images showed a deformation outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, an 18-18mm amplatzer talisman pfo occluder was chosen for a percutaneous closure of a patent foramen ovale (pfo) using an 8f amplatzer talisman delivery sheah. During procedure, while deployment of the first disc (left side) that it appeared deformed, showing an alteration from its original shape. After that change was identified by the echocardiographer, the prosthesis was removed from the patient to be reloaded in saline solution. The deployment tests were performed outside the patient, and the deformation persisted. Due to this occurrence, the physician and the team decided to replace the device to proceed with the procedure. The deformed device was never released from the delivery cable while inside the patient. A new 25-18mm amplatzer talisman pfo occluder was chosen and complete the procedure. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. Despite the reported situation, fortunately, the defect did not cause any harm or issues to the patient, nor did it delay the procedure. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.